Manufacturer narrative:
Concomitant medical products: revitan, distal part, curved, uncemented, 16/260; catalog no#: 01.00406.316 ; lot#: 2437645. Cocr head 32/+4 'l' 12/14; catalog no#: 14320720; lot#:2481671. Therapy date: (B)(6) 2009. The manufacturer received surgical reports for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to stem loosening.

Event description:
Patient was implanted on the left side and underwent revision surgery due to stem loosening.

Manufacturer narrative:
This report is submitted for correctness of notification date. Notification date  has been updated to nov 13, 2019.

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Correction: b4, g4, g7, h10. Additional: h6. Event summary: it was reported that the patient was implanted on the left hip side with revitan stem (B)(6) 2009 and underwent revision on (B)(6) 2009 due to loosening. Review of received data: implantation surgical report dated (B)(6) 2009: revision surgery, implantation of revitan stem. Prior to this, patient had suffered a periprosthetic fracture und loosening of the stem which was implanted in 1983. No intraoperative complications are noted. Patient is advised to do partial weight bearing with up to 20kg for 6 weeks. Hospital release letter, dated (B)(6) 2009: on (B)(6) 2009 patient was diagnosed with thrombosis. Revision surgical report dated (B)(6) 2009: indication: loosened revitan stem. Intraoperatively, stem can be removed without effort. Severe osteoporosis. Implantation of a new revitan stem. No intraoperative complications are noted. Hospital release letter, dated (B)(6) 2009: it is described that after implantation of the revitan stem on (B)(6) 2009j, during x-ray control an increase "migration" of the stem has been noted, leading to a leg length difference of 6cm. Therefore, revision surgery was performed. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Conclusion summary the investigation results did not identify a non-conformance or a complaint out of box (coob). As no x-rays have been recieved, neither the patient's bone quality nor the correct implant positioning can be assessed. Moreover, it remains unknown, whether the patient adhered to the rehabilitation protocol. A contributing factor might be the severe osteoporosis of the patient leading to a decreased primary stability of the stem. However, based on the available information, we were not able to identify an exact root cause for the loosening of the revitan stem. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following report is associated with this event: 0009613350-2019-00716, 0009613350-2019-00717.